Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The impedance values were jumpy. Technical services (ts) suggested troubleshooting actions. The physician reprogrammed the lead vector and will continue to monitor the issue. The lead remains in use. No adverse patient effects were reported.